Event description:
It was reported via repair work order that the head right siderail was unable to lock in its highest position due to a worn head right siderail timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.